Manufacturer narrative:
The engineering evaluation of the device identified the cause of the malfunction as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.

Event description:
It was reported to resmed that the unit caught fire and melted the power cord.